Manufacturer narrative:
Model and serial numbers provided are for airfloss handle. The incident occurred on the charger which is an accessory. The serial number of the charger was not provided. Complaint received from the (B)(6). Device manufacturing date not available due to the charger not being returned.

Event description:
Consumer called stating that their airfloss charger caught on fire. No injury reported.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.